Event description:
It was reported that the patient was admitted to the hospital and pauses were reported on telemetry. Upon device interrogation, alert was displayed - frequent device resets have occurred. Device appeared to be in factory settings with no data available, no patient data and no serial number appearing. Numerous efforts to interrogate device showed same results. Attempting interrogation from device list displayed message - please interrogate device. On (B)(6) 2019 this device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation, the device prompted a warning message as mentioned in the complaint description. The pacemaker was operating in a safety backup mode. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode as a result of the detection of invalid memory content. During analysis, the pacemaker was successfully reset and subsequently, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation, a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.